Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the abutment site. An abutment replacement is scheduled; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to convert the patient to a transcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture. This report is submitted october 16, 2019.